Event description:
Sling bar detached from the lift.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the universal slingbar, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.